Event description:
It was reported that this right atrial (ra) lead exhibited noisy signals. Upon review, there were atrial tachy response (atr) mode switches possibly due to noise. It was suspected that there could be insulation damage of the lead. There was evidence that this noise was oversensed. All other lead measurements were stable. Technical services (ts) recommended further testing options and to have lead replacement. This ra lead currently remains in service. No adverse patient effects were reported.